Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports of insulin pump powering off with no warning. Alarm history showed that customer received low battery warning, which customer believes may have happened while sleep causing him to awake with high blood glucose of 400 mg/dl. Customer was advised to monitor insulin pump. No further information provided.